Event description:
The hosp alleges the syringes are not functioning properly. This event did not occur during a surgical procedure. Therefore, there was no adverse consequece to any pt or delay in surgical or anesthesia time due to this event.